Event description:
Apnea monitor high respiratory rate set at 60. Child not acting right. Parents took child to emergency room along with apnea monitor. Light was blinking as if machine functioning properly. Child's respiratory rate was 80 and alarm did not go off. Alarm was preset at 60 at the distribution observation and stabilization of respiratory status.